Event description:
It was reported to philips that the device's host computer was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, fse identified that the host pc cannot start up automatically. The defective host pc part was returned for analysis, and it was concluded that the host pc failed drive smart check failure on hdd bay. Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.